Event description:
Customer reported that they were unable to prime the reservoir. Customer stated that insulin was not exiting the tubing. Customer mentioned that they changed the reservoir and were able to resolve the issue. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.